Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial#: (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. From the company representative reported, that the exact issue with the catheter. And the cause of the issue was unknown. The issue was resolved with replacement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2011; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine via an implantable pump. The indications for use was non-malignant pain. It was reported that the healthcare provider (hcp) had taken the patient to the operating room on (B)(6) 2024 to drain a seroma. The manufacturer representative (rep) stated in doing so the pocket was opened and was it found that the catheter was disconnected from the pump or something was wrong. The rep stated that the hcp was unable to do a revision that day and today they replaced the catheter with a new catheter. The rep stated that the patient was having increased pain prior to the surgery.